Event description:
Nurse administered im medication and when attempting to engage safety cap, the needle flew off of syringe and went flying into the air. The nurse was able to secure the sharp without any injury resulting.